Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous call from patient, who reported that the pump broke while in use and that he needs a new pump, details of event not provided. Unknown if patient had any missed doses or adverse effects as a result. Lot number and expiration date not provided. Unknown if defective pump is still on hand for return. No further information. Reported to (B)(6) by pt/caregiver.